Manufacturer narrative:
The physical device was not available for evaluation to investigate if a condition existed that would have contributed to the reported event. Supplemental imaging was also unavailable for review; without imaging, the investigation cannot verify the event occurred as described, nor could the investigation further examine the cause of the reported event. This information may be updated if additional information is provided at a later date. A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. Complaint system review: based on a review of the last 2 years of complaint data, and at the time of this investigation, no systemic issues have been identified for this batch number that would have caused or contributed to the reported event. Review of the device¿s risk documentation: a review of the risk analysis documents was performed and the hazards associated with this device issue have been addressed. IFU review (additional information can be found in the IFU): please refer to the japanese IFU for precautions, warnings, and further information. The following is taken from the english version: 5.introduction and deployment of the coil delivery system 5-3 seat the distal tip of the introducer sheath at the distal end of the microcatheter hub and close the rhv lightly around the introducer sheath to secure the rhv to the introducer sheath. Caution·do not over-tighten the rhv around the introducer sheath. [Excessive tightening could damage the pusher catheter such as kinking. ] 5-4 push the coil into the lumen of the microcatheter. Caution·avoid catching the coil on the junction between the introducer sheath and the hub of the microcatheter. ·initiate timing using a stopwatch or timer at the moment the coil enters the microcatheter. 5-5 push the pusher catheter through the microcatheter until the proximal end of the pusher catheter meets the proximal end of the introducer sheath. Loosen the rhv. Retract the introducer sheath just out of the rhv. Close the rhv around the pusher catheter. Caution·avoid kinking the pusher catheter and introducer sheath. ·to prevent premature hydration of the azur system, ensure that there is flow from the saline flush 5-7 under fluoroscopic guidance, slowly advance the coil into the vessel/aneurysm from the tip of the microcatheter. 5-8 continue to advance the coil into the lesion until optimal deployment is achieved. Reposition if necessary. Caution·if the coil size is not suitable, remove and replace with another more appropriately sized coil. ·do not rotate the pusher catheter during or after deployment of the coil into the vessel/aneurysm. [Rotating the pusher catheter may result in a stretched coil or premature detachment of the coil from the pusher catheter, which could result in coil migration.]

Event description:
It was reported that during a pulmonary arteriovenous malformation procedure, after coil insertion, the physician attempted to position the coil at the target site by alternately pulling and pushing the device. During this manipulation, the implant became stretched. The physician subsequently detached the implant and attempted to advance it into the target site by flushing; however, the entire implant could not be positioned as intended. An attempt was then made to withdraw the entire coil. During withdrawal, a portion of the coil remained within the guiding catheter. N-butyl cyanoacrylate (nbca) was injected to secure the coil within the guiding catheter. The entire coil, together with the guiding catheter, was then withdrawn from and removed from the patient. A replacement coil was subsequently used to continue the procedure. The procedure was later completed successfully. The patient outcome was reported as "no health damage".